Manufacturer narrative:
An investigation was initiated in response to a customer complaint of obtaining misidentifications of listeria innocua as listeria welshimeri, and misidentifications of listeria monocytogenes as listeria marthii in association with the vitek® ms instrument (ref 410895, serial (B)(6)). Investigation: complaint trend analysis: global customer service (gcs) performed a complaint trend analysis and did not identify this issue as a trend for the vitek ms. Fine tuning: according to the vilink alert tool criteria, the status was good during the tests made on 06 apr 2021 and 18aug2021. Spot preparation quality: the customer¿s spot preparation quality seems to be good. The calibrator and sample ¿all peaks¿ values are homogeneous. However, the calibrator ¿all peak¿ values are quite high (around 120-140) and the calibrator ¿good peak¿ values also are quite high (around 65) while the fine tuning report indicates that the median of number of peaks and median of number of good peaks are near the target. It means that spectra could be noisy. It could be explained by the fact that the slide prepared for the fine tuning purpose has been done by the referent person and that something happens during the quality preparation in routine use (i.e. Culture, spot, different operator, operator skills, ¿). Knowledge base (kb) review: the suspected identifications as listeria monocytogenes and listeria innocua are present in vitek ms kb v3.2. Sample data analysis: according to data provided, the misid result was obtained from the spectra having the good number of peaks (between 50 to 118) and a good identification score (between 0.44 to 0.87). By reprocessing the customer data with saramis kb v4.17 (ruo), spectra which gave misid results as listeria welshimeri led to low discrimination as listeria welshimeri - listeria innocua - listeria spp - listeria monocytogenes - listeria seeligeri - listeria marthii - listeria ivanovii ssp londoniensis - listeria ivanovii ssp ivanovii - listeria fleischmannii. Based on these findings, the most probable cause is due to atypical species or species not present in the vitek ms kb v3.2. A sequencing of these strains is needed to confirm the strains identification. Additional testing of the customer's strains are needed to find the cause of the misidentification issue. A customer strain return was requested but strains were not available. Consequently, no further investigation could be done and the cause of the issue has been defined as ¿unknown.¿ root cause: unknown (strain was not available for further investigation).

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in (B)(6) notified biomérieux of obtaining misidentifications of listeria innocua as listeria welshimeri, and misidentifications of listeria monocytogenes as listeria marthii in association with the vitek® ms instrument (ref 410895, serial (B)(4)). The customer reported obtaining misidentifications when compared to results obtained using the (B)(6) standard (5013.24.1-2020) identification method with selective media. For six (6) strains, the (B)(6) standard method indicated listeria innocua while the vitek ms obtained identifications of listeria welshimeri. For two (2) other strains the (B)(6) standard method indicated listeria monocytogenes while the vitek ms obtained identifications of listeria marthii. Vitek ms misidentification as listeria welshimeri instead of listeria innocua: labid (B)(4): single choice to listeria welshimeri (2 times); labid (B)(4): single choice to listeria welshimeri (2 times); labid (B)(4): single choice to listeria welshimeri (2 times); labid (B)(4): single choice to listeria welshimeri (1 time); labid (B)(4): single choice to listeria welshimeri (2 times); labid (B)(4): single choice to listeria welshimeri (2 times). Vitek misidentification as listeria marthii instead of listeria monocytogenes: labid (B)(4): single choice to listeria marthii instead of listeria monocytogenes (1 time); labid (B)(4): single choice to listeria marthii instead of listeria monocytogenes (1 time); there is no indication or report from the customer that these potential misidentifications led to any adverse event related to any patient's state of health. From the information provided by the customer, these strains were not associated with patient samples. An investigation will be initiated.